Event description:
It was reported that during insertion, resistance was encountered while advancing the monofocal intraocular lens (iol) from the plunger, and the lens failed to fully release from the cartridge, subsequently ejecting abruptly and contacting the patient. The lens was removed and replaced during the same procedure, and a second lens of the same model was successfully implanted without further complication. The patient experienced hyphema requiring sutures, which was successfully controlled intraoperatively. At follow-up on (B)(6) 2026, the hyphema was resolving; however, decreased vision (20/400) and swelling were noted. No further information was provided.

Manufacturer narrative:
Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.